Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 27 mg/dl at the time of incident. The customer's blood glucose was 75 mg/dl at the time of hospitalization. The customer stated that they gave correction with food, glucagon shots and glucose tablets. The customer stated that the emergency medical services came for the low blood glucose and took them for hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that they believed that the insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The units left on water fill test reservoir matched with units left on status screen. No unexpected deliveries noted during our testing. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked reservoir tube lip.